Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was running slow. A technical support specialist (tss) logged in and checked the database (db) size. Then the tss deployed the remote support service package, applied it successfully, proceeded to shrink the db using command-line tools. After sequential shrinking operations, the db size was reduced to 9,951 megabytes and the customer confirmed that the station was working fine. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced significant slowness. The customer stated that the issue affected users when logging in and when attempting to pull medications. The customer attempted troubleshooting steps, including rebooting the device and performing a recover; however, the slowness persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.